Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that retraction issues occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "rn was collecting blood from patient using bd ultra touch push button blood collection set. Following procedure, push button was pressed to retract needle. Needle did not fully retract. Needle retracted half way."

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction issues occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "rn was collecting blood from patient using bd ultra touch push button blood collection set. Following procedure, push button was pressed to retract needle. Needle did not fully retract. Needle retracted half way."